Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm sensor error, sensor glucose versus blood glucose and bent cannula. Customer's blood glucose at time of incident was unknown. It was explained to the customer the sensor error and sensor glucose versus blood glucose education and explained the causes of bent sensor cannula. The customer was advised that we will be sending replacement sensor.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite showed that it was functioning properly and passed all functional testing. Also, inspected 1 opened and used enlite sensor found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used. A visual inspection of 2 needles both were found bent; the customer only returned 2 of the 2 insertion needles.